Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/12/2021. H.6. Investigation: three open 32g x 4mm pen needle samples and four photos were returned from lot. No. 0077784, cat. No. 320136. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on two samples and a broken non patient end of cannula was observed on the third sample. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was unable to deliver medication on 3 occasions. The following information was provided by the initial reporter: upon priming, drug didn't come out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case (B)(6) was unable to deliver medication on 3 occasions. The following information was provided by the initial reporter: upon priming, drug didn't come out.